Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. To resolve the issue, a supply change was performed. Blood glucose level was 182 mg/dl. Although requested by tandem technical support, the customer declined to perform troubleshooting.